Event description:
The initial reporter received a questionable elecsys troponin t hs assay ver. 2.1 result for one patient sample tested on the cobas e 801 analytical unit with serial number (B)(4). The troponin t hs result did not agree with the clinical examinations of the patient and the troponin I result from another laboratory that uses siemens vista with chemiluminescence as the laboratory method. The patient's internal medicine doctor inquired about possible interference from the patient's medication with the troponin t hs assay. On (B)(6) 2022 at 7:47 am, the troponin I high sensitivity result from the siemens vista was 13 ng/l with an interpretation of negative. On (B)(6) 2022, the troponin t hs result from the analyzer was 253 ng/l.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Medwatch field b6: relevant test/laboratory data was updated.

Manufacturer narrative:
The patient sample was received for investigation. The patient sample was tested using serum fractionation. The test did not show the presence of any interferent. The investigation reviewed monoclonal antibody drug concentrations that do not interfere with the troponin t hs assay. No analytical interference of the monoclonal antibodies in the elecsys troponin t hs assay was expected from these drugs. The investigation determined that the patient's medication belonged to this group. The investigation noted that the patient's ck and probnp were also clearly elevated. The investigation determined that the patient's results are consistent with cardiac involvement. The investigation determined that based on the results of the serum fractionation, the customer's troponin t hs result was a true positive value. The investigation determined that there was no interferent in the patient sample. There is no evidence that monoclonal antibodies used as checkpoint inhibitors would interfere with the troponin t hs assay in general.